Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-23632. During a clinic follow-up, a decrease in the sensing threshold was observed on the right ventricular (rv) lead. The rv lead was suspected to be dislodged, but was unable to be confirmed. Additionally, episodes of post-sensed t wave oversensing (pstwo) were observed. It is unknown if the pstwo was due to the rv lead or the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.